Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. It was noted that the stent had been partially inflated and the struts were stretched and distorted across the length of the stent. It was also noted that the stent had moved approximately 2.5mm distally from the most proximal crimp mark on the balloon material. This type of damage is consistent with the stent encountering a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked 240mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32x2.5mm, de novo target lesion was located in the left circumflex (lcx) artery. A 32 x 2.50mm taxus¿ liberté¿ drug eluting stent was advanced but failed to cross the lesion. After several attempts, the physician noted damage on the stent struts. The procedure was completed with a different device and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32x2.5mm, de novo target lesion was located in the left circumflex (lcx) artery. A 32 x 2.50mm taxus¿ liberté¿ drug eluting stent was advanced but failed to cross the lesion. After several attempts, the physician noted damage on the stent struts. The procedure was completed with a different device and the patient's status was stable.